Event description:
Minibore pca extension set - 86 inch (integral pav, non-dehp with injector assembly) has a defect in injector assembly which causes the medication to leak out before it reaches the tubing. Issue has been identified prior to being used on pts. There have been multiple in stances during the initial post op set up of pca pump for post op pts entering the pacu post operatively. MFR contacted prior to (B)(6) 2013 regarding issue and same lot number items were returned. Additional shipments were received, however, same lot number items were re-shipped to the hospital.